Event description:
It was reported by patient that she underwent total hip arthroplasty in 2007, in which patient received a durom acetabular cup. Patient states that post-op, she has been experiencing pain and is scheduled for revision surgery in 2009.